Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported complaint of a morphine rate change following a server outage was confirmed. The log review only investigation found the infusion of morphine dosing was manually titrated throughout the infusion with soft guardrails alerts informing the user doses exceed the limit of 10mg/h. ¿ review of the pcu event log, there is no record of the pump module s/n: 1537361. ¿ review pcu event log showed that on 25 july 2024 at 8:35 am the user selected the suspect pump module (s/n: 13927778), and an infusion was programmed using remote IV at a rate of 10ml/h with vtbi = 44.959ml, drug amount = 100mg, diluent volume = 100ml, dose = 100mg/h and concentration = 1mg/ml. ¿ between 8:46 am and 8:47 am a remote IV order received an infusion of morphine continuous at a rate of 18ml/h with vtbi = 100ml, drug amount = 100mg, diluent volume = 100ml, and dose = 18mg/h, soft guardrail alert dose is above maximum of 10mg/h, the infusion was started, the user pressed channel selected and programmed at a rate of 10ml/h with vtbi = 30ml and dose = 10mg/h. ¿ at 8:48 am the user was programmed vtbi = 35ml, and the infusion was started. ¿ between 10:30 am and 10:32 am the user pressed key options, and viewing network status. ¿ at 11:08 am an infusion was programmed at a rate of 11ml/h, with vtbi = 11.68ml, and dose = 11mg/h, soft guardrail alert dose is above maximum of 10mg/h, and the infusion was started. ¿ at 12:11 pm, the infusion completed on schedule and transitioned to kvo primary volume infused (pvi) = 1076.92ml. ¿ the alaris system user manual v12.3.1 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. O ¿verify the correct parameters and press the start key¿. ¿ laboratory testing and inspection of the suspect pump module could not be performed as incident device was not received for this investigation. ¿ the device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: a root cause of the reported issue of a morphine rate change following a server outage was identified through log analysis to be associated with the user manual programming.

Event description:
It was reported there were dose rate changes throughout the ochsner network due to alaris system manager network issues. Alaris server went down and came back up just before issues were being reported. It was caught by clinicians as they had to accept the rate changes prior to proceeding. Morphine was infusing at 10mg however changed to 18mg. Alarm sounded prior to reaching patient. There was patient involvement however no patient harm.